Manufacturer narrative:
B5, d2 corrected. Please refer to the attached analysis report.

Event description:
Reportedly, the led of the subject home monitor remains in frozen orange status.

Event description:
Reportedly, the button of the subject home monitor remains red, preventing its use.